Event description:
The customer was hospitalized for high bgs and dka. It was reported that they are off the pump because the infusion sets were not sticking. Their educator tested the pump and advised them that the pump was working properly. However, their cannulas were bent and causing the problems. Troubleshooting was performed again at the time of call. The insulin concentration, programming, and bolus history were correct.